Manufacturer narrative:
Initial.

Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced loss of glucose display on the ilet, while the dexcom app continued to show glucose values, consistent with cgm signal loss to the ilet due to bluetooth connectivity. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary unavailability of cgm data on the ilet. User support included technical troubleshooting and education on cgm-to-ilet connectivity and recommended waiting for reconnection, with consideration of using a glucometer for backup. Investigation of this case revealed a probable communication interruption between the cgm transmitter and the ilet user interface, with the dexcom system functioning and no ilet hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was intermittent bluetooth communication disruption between the cgm and the ilet.